Event description:
It was reported that during routine follow up, this right ventricular (rv) lead exhibited an increase of the pacing impedance, to the point of being high out of range. Reportedly, the pacing impedance increase was gradual and it is consistently high. It was also noted that the impedance increase is associated with the increase of the pacing threshold. The patient is not pacemaker dependent and the physician decided to continue monitoring the patient. The shock impedance was observed to be within normal range. The rv lead remains in service. No adverse patient effects. Additional information provided indicates the lead serial number is not available to be obtained.